Event description:
A customer contacted beckman coulter, inc. (Bci) regarding an erroneously high troponin (accutni) result that was generated by the unicel dxc 600i synchron access clinical system, for one (1) patient. The initial result for the patient sample when tested for accutni was 0.02ng/ml. Another sample was drawn from this patient and a result of 0.05ng/ml was obtained. The third sample gave a result of 0.51ng/ml upon testing. This sample was re-tested on another instrument and gave a result of 0.02ng/ml. The sample was tested on the original instrument again and a result of 0.02ng/ml was obtained. Two (2) more samples were drawn from this patient and tested for accutni and both gave a result of 0.02ng/ml. It is unclear whether the erroneous result was reported outside of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Sample collection and centrifugation data was not supplied. Per customer, no fibrin or particulate matter was reported in the sample. Qc was specifications. Actual qc data was not supplied. A field service engineer (fse) was in the customer lab for another event and the customer cancelled service for this event. They believe the lab has pre-analytical sample handling issues. The fse provided pre-analytical sample handling data to the customer and the customer implemented a laboratory policy to repeat all elevated accutni results prior to reporting. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.